Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the peeling objective lens could not be determined, however, the issue was likely the result of repetitive use stress and or eternal factors. The event may be detected/prevented by following the instructions for use which state: instructions, operation manual chapter 3 preparation and inspection section 3.3 inspection of the endoscope describes how to inspect for the subject event as below. Inspection of the endoscope 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, flex deflectable video scope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the objective lens adhesive was peeling. There was no procedural or patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The customer returned the flex deflectable video scope for annual inspection with no allegations against the product. In addition to the reportable findings documented in b5, non-reportable findings are as follows; the angle was down, a rubber adhesion was chipped, switch 1 (sw1) paint was peeling, light guide (lg) connector index was peeling and cover glass deformation, connector label was peeling, and the video connector has scratches, deformation and crack . The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.